Event description:
Customer reported with an issue of air/water leakages. The issue was found during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation found there is a missing part (distal end ) of the scope. This report is being submitted for missing part of the scope (distal end) which was noted during device evaluation.

Manufacturer narrative:
Device return evaluation was completed . The customer complaint was confirmed. Device inspection found an air leak at bending tube. Additionally, service repair noted there is a missing part (distal end) of the endoscope. The defect was caused by customers handling. Furthermore, the following findings during inspection were noted on the device: light guide (lg)-cover glasses has scratch, image guide (ig) -cover glasses has scratch, light balance illumination noted broken fibers, a-rubber glue (bending section) has gap, grip unit painting peel off, up down plate peeling off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the bending section was physically stressed such as being caught in a door or a lid of a reprocessor, causing he suggested event. Olympus will continue to monitor field performance for this device.